Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced electrical sensations when pacing. It was noted during interrogation that warnings had been triggered for low impedance on the right atrial (ra) and right ventricular (rv) leads. A possible connection issue to the implantable pulse generator (ipg) was raised. The ipg system remains in use. No further patient complications have been reported as a result of this event.